Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), autoimmune thyroiditis ('hashimoto's') and sjogren's syndrome ('sjogren's syndrome') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"), neoplasm ("tumors") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, autoimmune thyroiditis, sjogren's syndrome, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, fatigue, alopecia, weight increased, visual impairment, neoplasm, nausea, migraine, headache, hormone level abnormal and tooth disorder outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, back pain, dyspareunia and iron deficiency anaemia had resolved. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, bladder disorder, cystitis, dermatitis allergic, device dislocation, dyspareunia, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, neoplasm, pelvic pain, psychological trauma, sjogren's syndrome, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, hashimoto's., sjogren's syndrome, psych injury, migration, bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge, fatigue, hair loss, weight gain, vision problems, tumors, nausea, migraines, headaches, hormonal changes and dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. This case become incident. Event injury was update to pelvic pain. Following events were added: migration, menorrhagia (heavy menstrual bleeding), hashimoto's, sjogren's syndrome , abdominal pain, back pain, dyspareunia (painful sexual intercourse), anemia, rash/skin condition, psych injury, bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge, fatigue, hair loss, weight gain, vision problems, tumors, nausea, migraines, headaches, hormonal changes and dental problems. Reporter information was updated. Lab data was added. Date of explant added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.